Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty gold. Motor passed motor test. Unable to finish occlusion test due to motor error alarm. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error on yesterday evening. It was also reported that the drive support cap was normal and displacement test and self test both was ok. The customer's blood glucose was 6.3 mmol/l. It was also reported that they motor error came mostly when reservoir was empty but this time reservoir was not empty. The customer had planned hospitalization because of pregnancy and high blood glucose. The insulin pump will be returned for analysis.